Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose level ranging from 70-325 mg/dl. Reportedly, customer "passed out" (cause was unknown) and fell on the pump resulting in the touch screen becoming cracked and unresponsive. Multiple attempts were made by tandem technical support to follow up on the alleged fainting but no response was received. The customer reverted to an alternate method in insulin therapy.